Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and identified the failure mode as multiple hardware. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse replaced the vacuum and waste pumps, 4 valves in the cuvette wash system, the ac/dc driver, the micro stepper printed circuit board (pcb) for all dispensers, sample wash valve, both reagent syringes, sensors for sample tube and sample cup detectors, connectors for the deionised water tank, 24v power supply, all tubing for the deionised water manifold, the pressure sensor pcb, and the sample transfer assembly which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous patient results for multiple analytes, including sodium (na)on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.